Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a review of stored episodes on the cardiac resynchronization therapy defibrillator (crt-d), one episode of atrial tachycardia/atrial fibrillation was a false detection due to external electromagnetic interference. The crt-d remains in use. No patient complications have been reported as a result of this event.